Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the crosssail balloon dilatation catheter ruptured upon the first inflation to 6 atm. A stent was implanted to complete the procedure in this case. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Result and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was moderately tortuous and mildly calcified with 100% stenosis, which may have contributed to the balloon rupture. Unfortunately, without the returned device for analysis, a conclusive root cause for the balloon rupture could not be determined.